Manufacturer narrative:
This report is for an unk - screws: locking trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent hardware removal of 2 variable angle locking compression plate (va-lcp) condylar plate and 16 unknown locking screws due to pain. Originally, the patient had bilateral osteotomies on unknown date. However, the patient was experiencing pain when performing squats. Thus, removal was done successfully. There was no patient consequence reported. This is report 4 of 10 for (B)(4). Related product complaint: (B)(4).